Manufacturer narrative:
A3- a4: patient information requested but not provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had a known kink in the outflow graft.

Manufacturer narrative:
H6: medical device problem code corrected manufacturer¿s investigation conclusion: the reported outflow graft obstruction could not be confirmed through this evaluation. A review of the submitted log files captured the device operating as expected at the set speed. No unusual events or alarms were noted. Multiple attempts for additional information were sent to the customer; however, no additional information has been provided at this time. The patient remains ongoing on heartmate 3 lvas, serial number mlp-036098. No further issues have been reported at this time. The relevant sections of the device history records for mlp-036098 were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 5 of the IFU, "surgical procedures", outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. This section under "attaching the sealed outflow graft to the pump," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5 of the IFU, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." No further information was provided. The manufacturer is closing the file on this event.